Manufacturer narrative:
Elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred in south africa using the alinity m system, list 8n53-02, which is also us FDA approved.

Event description:
The customer reported that they observed liquid leaking from the left side outside of the instrument on their alinity m instrument. The customer was wearing ppe (personal protective equipment) and has not been in contact with the leaked solution. There was no injury associated with the leak. A local engineer was dispatched. There was no report of injury or exposure to the leak.

Manufacturer narrative:
Updated g4: added the PMA number. The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).